Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of less than 200 ohms. The patients previous rv lead had been explanted due to insulation damage. It was thought that the patients current rv lead could be damaged in a similar manner, possibly resulting from the anatomy of the patient. The field representative was going to further assess and discuss with the health care professional. The lead remains in service at this time. No adverse patient effects were reported. Additional information was received that a defibrillation threshold test was performed in which the patient was shocked two times and did not convert the rhythm. The patient was externally rescued. Imaging was performed which was said to be normal. There was no noise noted. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received this report will be updated.

Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of less than 200 ohms. The patients previous rv lead had been explanted due to insulation damage. It was thought that the patients current rv lead could be damaged in a similar manner, possibly resulting from the anatomy of the patient. The field representative was going to further assess and discuss with the health care professional. The lead remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of less than 200 ohms. The patients previous rv lead had been explanted due to insulation damage. It was thought that the patients current rv lead could be damaged in a similar manner, possibly resulting from the anatomy of the patient. The field representative was going to further assess and discuss with the health care professional. The lead remains in service at this time. No adverse patient effects were reported. Additional information was received that a defibrillation threshold test was performed in which the patient was shocked two times and did not convert the rhythm. The patient was externally rescued. Imaging was performed which was said to be normal. There was no noise noted. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received this report will be updated.